Event description:
Customer reported his adc blood glucose meter turns off before displaying a result. He further reported this caused his "vital signs to be out of whack". He also noted he received an unknown error message on the display and that these issues resulted in him experiencing an injury. Customer refused to provide any additional information regarding this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the event occurred is unknown.

Manufacturer narrative:
The returned test strips were investigated (lot # 1177531). The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing.